Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7107270.

Event description:
It was reported that the patient was experiencing pain and inadequate stimulation due to lead migration which was confirmed through a fluoroscopy. The patient underwent a revision procedure wherein the leads was repositioned and was still implanted inside the patients body.